Event description:
During a re-do aortic valve replacement and following closure of the chest, the pt became hypotensive, unstable, and coded. Echocardiography revealed aortic insufficiency; therefore, the surgeon chose to go back on bypass and investigate the valve. It was found that the valve had developed an acute thrombotic response. The valve was removed and replaced with an aortic prosthesis from another MFR. The pt stabilized and the completion of the procedure was uneventful. The pt had a mild stroke postoperatively, but has otherwise recovered from the operation with no further complications.